Event description:
The customer contact reported during testing at the user facility, the device touchscreen did not respond when pressed. No info was provided; therefore, specific pt info, device programming, or event details were not available. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing, the device did not pass the touchscreen test. This was due to the touchscreen being miscalibrated. The device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.